Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had rtc nvram ic replacement kit not compatible with pcb executive board.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had rtc nvram ic replacement kit not compatible with pcb executive board. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e1 (name, mail) e2, e3, e4, g2, g3, g6, h2, h6 (health effect impact code, health effect clinical code), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of part based on the age of the board. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.